Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer reported that the unit failed the transducer test (turb diff) and transducer calibration (turb diff press calibration). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported high positive inspiratory pressure and low exhalation volume occurred during use on a patient on the vela ventilator. The customer reported that the patient was transferred to another ventilator. The customer confirmed that there was no patient harm associated with the reported event.